Event description:
It was reported that a physician commented on a trend that was seen where residual volume discrepancies appeared more commonly in situations where pts used the myptm (pt monitor) regularly. Additional info was requested of the physician but was not available at the time of this report. A follow-up report will be filed as additional info becomes available.

Manufacturer narrative:
(B)(4).